Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 30.1 mmol/l at the time of the incident. Customer current blood glucose level was 22 mmol/l. The customer was assisted with troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer reported post-reset ram crc alarm. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. Customer stated that the alarm occurred immediately after the battery change. Customer reported power loss alarm. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set